Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 2 ml of juvéderm® voluma¿ xc. The left upper cheek initially developed a ¿large bruise,¿ but capillary refill was good. The next day, the patient¿s condition returned to normal. The following day, the left cheek became ¿swollen,¿ which extended into the eye and down the jaw, with associated ¿redness and tingling.¿ the patient visited the emergency room and was diagnosed with ¿cellulitis¿ and prescribed an antibiotic. Three days later, the patient was treated with 250 units of hylenex. There was no visual disturbance, and capillary refills remained unchanged and comparable to the contralateral side. The patient has a history of an autoimmune disease, and the healthcare professional linked the event to a ¿thyroid flair¿ that the patient had. The event was resolved.